Event description:
Customer's husband reported blood glucose results of 95 mg/dl, 124 mg/dl, 159 mg/dl, 145 mg/dl, and 210 mg/dl within 10 minutes on the aviva system. Customer reported symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.